Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad trace. Analysis was unable to perform the rewind, basic occlusion, occlusion, prime/ compromised force sensor, excessive no delivery alarm and displacement test. The insulin pump had a scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had a button error alarm and experiencing high/low blood glucose. The blood glucose at the time of the incident was 326 mg/dl. She states the customer pump is broken and they would like a replacement. Troubleshooting was not performed, because the customer was on a backup plan. The device will be returned for analysis.